Manufacturer narrative:
A partial lead was returned in two pieces for the reported event of noise. No anomalies were noted except for procedural damage. The reported event was unconfirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer's number: 2017865-2020-06199. It was reported that the patient was presented in the clinic with an elective replacement indicator on the pacemaker and noise on the right atrial and right ventricular leads. The atrial lead was also found to have low pacing impedance. The physician explanted and replaced the pacemaker and both leads. The patient was in stable condition.